Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Customer stated the device was exposed to fluid. The customer was in a pool when the critical pump error went off. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly.